Event description:
Patient's ventilator found with "loss of power" visual alarm on. No audible alarm activated. Patient was ambu-bagged and ventilator replaced. No adverse patient effect. Etiology of ventilator malfunction unclear. Ventilator returned to rental company.